Manufacturer narrative:
Over the weekend of (B)(6)april 2019, libreview* was scheduled for planned maintenance and during this time technical difficulties were encountered. As a result, some freestyle librelink app users were unexpectedly logged out and could not use freestyle librelink to obtain their glucose readings. Additionally, new users who downloaded and installed the app could not register their accounts and could not begin using freestyle librelink. Investigation into this issue determined the cause to be due to a libreview server issue and not an issue with the freestyle librelink app. During the libreview maintenance, there were unexpected technical issues that took longer than anticipated to resolve. These technical issues include (but were not limited to) an overload of the upload processor (load balancer), authentication syntax error, and database corruption. The libreview issue was resolved and all users were able to use the freestyle librelink app as of (B)(6) 2019. The actions taken to address this issue were as follows: an update to the quality agreement between adc and adc¿s partner was completed to indicate that any deviation to design controls policy or process for libreview is subject to adc review and approval prior to release. Additionally, adc¿s partners design control process was updated with the same stipulation. Adc¿s partner¿s development team members were retrained on their design control procedure before the next release. The actions described above were verified to be effective on (B)(6)2020. *libreview is a cloud-based diabetes management system. A libreview account is required for the freestyle librelink and librelinkup apps.

Event description:
A customer reported that he was not able to receive adc freestyle libre sensor scan results via the librelink application on (B)(6)2019 at 12h30 due to an application maintenance problem. The customer indicated that he concomitantly experienced a seizure and a loss of consciousness. The customer was diagnosed with hypoglycemia and treated by an hcp with intravenous glucagon, honey, and rice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been initiated. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he was not able to receive adc freestyle libre sensor scan results via the librelink application on (B)(6) 2019 at 12h30 due to an application maintenance problem. The customer indicated that he concomitantly experienced a seizure and a loss of consciousness. The customer was diagnosed with hypoglycemia and treated by an hcp with intravenous glucagon, honey, and rice. There was no report of death or permanent impairment associated with this event.